Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had internal lens cracked. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported customer issue could not be reproduced however, the device evaluation found dust adhesion on the internal lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: chapter 2.5 general warnings and cautions: warning risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Notice risk of damage to the product. The endoscope is a precise optical device. Careless handling may damage the endoscope. ¿ always handle the endoscope with care. ¿ do not hold the endoscope by the distal end only. ¿ do not bend the insertion tube. Chapter 5.2 inspection inspection regarding reprocessing 1. Make sure that the product has been properly reprocessed. 2. Visually inspect the product thoroughly. The product must be visually clean. General inspection ¿ make sure that the product has: - no dents, cracks, bending, or deformations. - no scratches. - no corrosion. - no lens damages or cover glass damages. - no missing or loose parts. ¿ check all markings on the product for clear visibility. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.